Event description:
The customer reported to olympus that the evis lucera elite bronchovideoscope leaked due to a pinhole. No patient harm was reported with this event. The device was returned to olympus for evaluation. Inspection and testing found a section (one square millimeter in size or larger) of the coating on the connecting tube was peeling. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. Inspection and testing found a section (one square millimeter in size or larger) of the coating on the connecting tube was peeling. Inspection and testing confirmed the customers allegation. Due to a pinhole on bending section cover, water tightness was lost. Additional evaluation findings were as follows: due to wear of angle wire, bending angle in up direction did not meet the standard value, the connecting tube had a dent, the universal cord had a scratch, and the adhesive on the bending section cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed coating peeling from the light guide snake tube could not be determined, however, it is likely that the issue was due to repetitive use stress, external factors, and or handling. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ ¿3 inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities¿. ¿4 holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section. Confirm that no objects or metallic wire protrude from the insertion section. Also, confirm that the insertion tube is not abnormally rigid¿. Olympus will continue to monitor field performance for this device.